Event description:
No additional information.

Manufacturer narrative:
Updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h7, h11. Distribution history: this complaint unit was manufactured at csi on 10/10/2019 under and shipped on 12/10/2019. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the product was returned 8/13/2024 via RMA # (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The unit did not operate in the cut and blend modes using the hand piece. The coag mode did work. When using the foot pedal all modes were functional. Any relevant customer or clinical information: ther was no relevant customer or clinical information provided. Root cause: failure of electrical component. The board was replaced with a new one from stock, tested to specifications and returned to the customer. This was determined to be an isolated incident. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
It was reported that the leep device would not cut with the hand switch. Unit to be returned for repair. No additional information is available. Lp-10-120 leep (B)(4).

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.